Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin was leaking from the connection between the luer and the adapter. No adverse event was reported. The infusion set was requested to be returned for product evaluation.